Manufacturer narrative:
(B)(4). The device has not been returned to the MFR. A review of the mfg records showed no anomalies. No impact to the pt was reported.

Event description:
It was reported to medtronic neurosurgery that there was a fracture in the reservoir cover, which was discovered after opening the package.